Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was undergoing a firmware update and was not bypassing maintenance mode during the update. The technical support specialist logged into the station and verified the firmware release notes (version 1.0.2.27, dated 17 jan 2025) and checked the data synchronization logs, which showed an error related to a socket exception in the medbank manager. The error was caused by either insufficient buffer space or a full queue. The tss restarted the device and confirmed that all required services were running and that the station was not in disconnected mode. No variation in change tracking version was observed, and the station was confirmed to be ready for use. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its station was keeps updating firmware. The customer reported there was a delay in dispensing medications to the patient and issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.